Manufacturer narrative:
Section d4: correction - UDI ; section g3: correction - report source; section h5 and h8: correction ; section h6: additional information. Manufacturer's investigation conclusion: the reported event of water in the shower bag was not confirmed. The product was not returned for investigation. The provided information indicated that water entered the patient¿s shower bag. No other documents or pictures were provided. The submitted log file contained no external power alarms were captured while the patient was connected to battery power. The patient only connected to the mpu 7 times in the duration of the log file, indicating the patient is sleeping on battery power. The actual speed did not decrease below the low speed limit for the duration of the log file. The system appeared to function as intended. The shower bag IFU states the bag should be routinely inspected for wear or damage. The IFU warns that shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. A root cause for the ingress was not conclusively determined through this analysis. The heartmate ii patient handbook instructs patient¿s to connect to external power if sleeping or when sleep is likely. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard an alarm after getting into the shower and noticed that water was leaking into her shower bag and getting in contact with the equipment.